Event description:
It was reported that a one-link IV connector clotted. The nurse could not draw blood from the patient and was unable to flush the connector. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed upon completion of the investigation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4): the customer later clarified that they were able to flush the clot but cannot identify the location of the clot.the sample was not returned for evaluation; therefore, a device analysis could not be performed.